Event description:
One month post operative data of a pt treated with the wavescan revealed an undercorrection with scva vision loss of 2 lines.

Manufacturer narrative:
The wavescan equipment was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.